Event description:
Information received regarding the explanted device notes that every time the patient bent down, he had diaphragmatic stimulation. The patient was uncomfortable and requested surgery to correct the problem. The lead could not be repositioned due to dried blood found in the lumen of the lead.